Event description:
It was reported that while transferring the implant to tooth site #7 (universal) we dropped. Symptom: pain

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Tsvb16, impl tapered scr-v sbm 3. 7mm 3.5mm 16mm, lot number 1227494.

Manufacturer narrative:
This report is being submitted to report additional information. The driver was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown implant driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0002023141 -2022 -02640. Follow up with customer confirmed that another implant was placed, and this even no longer meet the requirements for a serious injury. The event now meets the criteria for a reportable malfunction. The following sections are being reported: b1: report type is corrected. B2: outcomes attributed to adverse event is corrected. B5: describe event or problem. H1: type of reportable event is corrected. H2: if follow-up, what type. H6: health effect - impact code is corrected. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
It is reported that another implant was placed in the same surgery.